Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in april 2010 and performed to specification up to the 7th february 2016. An increase in voltage during this time suggests a further pad-pak was installed during this time. Multiple manual power ups of 10 minutes duration were recorded in the device memory between the 9th february 2016 and the 4th may 2016. Investigation found the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.